Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that three segments are missing on the display. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit audible and visual status indicators, were functioning. An internal inspection of the device was conducted it was confirmed that some of the led display segments do not illuminate. The unit was also found to have corrosion on the system board. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.